Event description:
It was reported that error code 213 occurred and the system will not start. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the resonator, and the reported error was cleared confirming the reported event. The laser was then calibrated and passed full functional and electrical safety testing. The resonator was returned and upon receipt at our quality assurance laboratory it was thoroughly analyzed. Functional testing of the resonator did not identify any anomalies. The resonator passed all functional testing. The review completed on the DHR for this console confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. Based on the information available, and resonator analysis results, the cause that contributed to the reported courtesy error message event cannot be established

Event description:
It was reported that error code 213 occurred, and the system will not start. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.